Event description:
It was reported that the pump touchscreen timed off sooner than expected. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided. Customer declined follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.